Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that a pocket fill was suspected. The physician aspirated 4.7cc and noticed some blood. He went back in and filled the pump and the patient went into respiratory depression. The patient's symptoms were sudden. The healthcare provider (hcp) did not want to put the pump on minimum rate. It sounded like the patient was coming around, but there was poor connection during the call. They were caring for the patient at the time of report and were looking into checking the pump after caring for the patient's immediate needs. The patient's was sent to the emergency room (ER) because they were getting sleepy. The pump system was delivering fentanyl, clonidine, and baclofen.